Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during dwell 5 of 9. The home patient (hp) stated she disconnected during a dwell and did not press stop and was unsure if the hc moved on or not. The patient reconnected. The baxter technical service representative (tsr) assisted the hp to end the therapy and remove the cassette. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to use proper disconnect procedures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.